Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a 5 fr dual lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed the catheter in use and inserted into a patient. It appeared that blood had leaked from the catheter in the area of the molded joint; however, the location of the leak could not be discerned and no damage could be observed in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that the patient was successfully catheterized on (B)(6), and no abnormalities were found before, during and after catheterization. On (B)(6) the nurse of the department found that there was blood and liquid exudation from the exposed part of the catheter when he was changing fluids. The catheter was removed and discarded. No other information was provided.

Event description:
It was reported by the customer that the patient was successfully catheterized on february 19- 24, and no abnormalities were found before, during and after catheterization. On february 21, the nurse of the department found that there was blood and liquid exudation from the exposed part of the catheter when he was changing fluids. The catheter was removed and discarded. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.